Event description:
It was reported that patient's implantable cardiac monitor is undersensing the ventricular rhythm. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event. It was later reported that the device recorded two false fast ventricular tachycardia episodes and one false asystole that appear to be from noise. The r waves were diminished and were undersensed. No intervention was taken and the device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that patient's implantable cardiac monitor is undersensing the ventricular rhythm. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event. It was later reported that the device recorded two false fast ventricular tachycardia episodes and one false asystole that appear to be from noise. The r waves were diminished and were undersensed. No intervention was taken and the device remains in use. It was later reported that the implantable cardiac monitor was removed from the patient.

Event description:
It was reported that patient's implantable cardiac monitor is undersensing the ventricular rhythm. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.